Event description:
It was reported that during a thyroidectomy, the tissue pad melted during activation. It did not seal the vessel. It is unknown how the vessel was sealed. There was no impact to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.